Event description:
The product was used during an unspecified thyroid procedure. The suture broke. The surgeon applied another suture to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
Device evaluation indicated and codes entered in h3 and h6.